Event description:
A technician at the user facility called the olympus technical assistance center (tac) reporting that error e315 (unsupported scope error) was displayed with the subject device. The caller was not with the equipment at the time of the call. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the image appeared on screen but then disappeared leaving noise, and error e216 was displayed when checking the air/water flow. A leak was observed on the air/water cylinder on the connector side, causing fluid ingress at the scope connector. The scope was disassembled, fluid invasion was observed at the scope connector and water detection had been activated. The scope was aerated. Once dry, corrosion was observed at the scope connector. The image and switch functions were checked and found to be functioning. In addition, service found switch #1 had a cut. The right/left and up/down control knobs were loose. There was a sharp edge scratch on the distal end cover. The adhesive on the objective lens was old and peeling. The light guide lenses were cracked, and one of the lenses was chipped. The rubber adhesive was cracked at the insertion section with sharp edges. The light guide tube had buckling and surface scratches. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred by breakage of circuit board at the connector which was due to water invasion of the scope connector. The following information is stated in the instructions for use (IFU): ¿·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Precaution for disappeared or frozen endoscopic image ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. - make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. - do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.